Event description:
A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device when compared to unspecified readings obtained on an unknown device. Customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced skin inflammation and treated themselves with alcohol and insulin (dose, type unspecified). There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 3.30 mmol/was compared to a competitor brand meter result of 12 mmol/l. Length of wear was 7 days. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.